Manufacturer narrative:
Concomitant: product ID 8709, lot# l57741, implanted: 1998-(B)(6), product type catheter. (B)(4).

Event description:
The patient stated they knew what withdrawal felt like because they experienced it in (B)(6) 1998. In (B)(6) they had to go have the pump refilled, but their son had an injury and was hospitalized. The patient missed their refill. The next day the patient heard her pump alarming. They felt tingling and tightness. It was unknown what the pump contained at this time, though withdrawal was discussed in relation to baclofen. On (B)(6) 2014 information was received from a healthcare professional indicating they did not recall any withdrawal occurring. They stated it may have been something that the patient thought happened but did not really happen. They were going to check with the patient¿s doctor, but they were fairly certain that the patient never suffered from withdrawal in 1999.